Event description:
On (B)(6) 2012, it was reported that high impedance was seen during the last diagnostics. X-rays were received; however, the images could not be assessed due to quality. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
Additional information was received that the patient is on a waiting list for surgical revision.